Manufacturer narrative:
The customer reported that the switch is producing communication loss on the cns (central nurse's station). All bedsides are wireless beds. It was discovered that the port connecting the poe to the cns (central nurse's station) switch had failed. Once the cross connect port was moved, the wireless connection was re-established. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the switch is producing communication loss on the cns (central nurse's station). All bedsides are wireless beds.